Manufacturer narrative:
The subject test strips have been returned to lfs on (B)(4) 2012. However, the test strips were not evaluated as the complaint refers only to a meter issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on was not resolved with troubleshooting. Replacement products were sent to the patient.